Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Patient #4 had signs of bleeding and bruising. Patient was hospitalized for an unknown reason, and bleeding/high inr was secondary. No other patient information was provided.